Event description:
The customer stated that ECG signals on the central station monitor would dropout for brief periods. On the date of the event, there were no patients connected to the device; the observation was made using a patient simulator. The reported indicated that this product problem had also been observed prior to their report when patients had been connected. No information on the dates of past events was available, and no information on patient identifiers from prior unreported events was available. No adverse events relating to this issue were reported.

Manufacturer narrative:
The device (acuity) is an installed centralized patient monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes and displays patient vital signs data from multiple bedside multifunctional patient monitoring devices through either wired or wireless connections. The component of the acuity system that malfunctioned is an ethernet switch. This item is a commercial, off-the-shelf product manufactured by milan technology. The purpose of the ethernet switch is to connect other peripherals (e.g., telemetry access points, terminal servers or printers) to the acuity cpu. The ethernet switch was not returned to welch allyn for evaluation. Trend analysis shows failure of this item is infrequent. The number of other complaints of this switch failure that we have received is two. The breakdown by year (beginning with product introduction) is as follows: 2004 - 0, 2005 - 0, 2006 - 1 (MDR # 3023750-2006-00037), 2007 - 1 (MDR # 3023750-2007-00278), 2008 - 1 (MDR # 3023750-2008-00083, this report).